Event description:
It was reported that the patient presented in clinic due to discomfort. Device interrogation revealed high capture thresholds, and extra cardiac stimulation due to a cardiac perforation on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was in stable condition.